Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been experiencing ongoing high blood glucose (bg) levels (in the 500s mg/dl) with a small to moderate level of ketones. The customer thought that the high bg was related to the infusion set site; however, the contact did not provide further details of how the site was impacting the bg level. The high bg was addressed with a bolus via the pump and at times, an insulin injection. A pump system check was performed using the current supplies on the pump and no device issue was identified. The contact was to discuss the high bg with a healthcare provider.